Event description:
Pt with history of cervical spinal cord injury and quadriparesis was placed in shower chair and rolled into shower by a staff member. When staff shifted pt in order to have her sit straight, the chair cushion fell through the hole in the frame. No injury to the pt.